Event description:
It was reported, the batteries were dead and the patient needed them replaced. It was noted the patient needed to replace her ¿non- functioning¿ device. It was stated, the patient had the implant for three years and it was not functional for two year. The patient had the batteries tested and the doctor said they were dead and needed replacement. It was also noted the device worked so well when it was implanted. It was reported the cause of the event was due to a dead battery. A surgical revision was planned for 2013 (B)(6).

Manufacturer narrative:
Product ID 355018, lot# w59928, implanted: 2010 (B)(6); product type accessory product ID 3093-33, lot# v471029, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient